Event description:
It was reported that during percutaneous transluminal coronary angioplasty/stent procedure the stent delivery system balloon was inflated above "rbp" (contrary to instructions for use) and burst. A portion of the balloon proximal to the stent appeared larger than the labeled size. Reportedly, no pt injury was associated with this product issue.